Manufacturer narrative:
(B)(4). Concomitant medical devices: cocr modular head # item 163667, lot 196450; unk constrained liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10876 and 0001825034-2018-10877. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure approximately seven years post initial surgery due to implant fracture, dislocation, impingement and malposition. The cup, liner and head were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0001822565-2019-02833.

Event description:
Upon receipt of additional information it has been determined that the device was reported under wrong manufacturing site. Event will be reported under MFR 0001822565-2019-02833.